Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to blood sugar with blood glucose was unknown. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that the insulin pump had received battery out limit alarm. Customer states the insulin pump alarmed after battery change. Customer reported that they were not able to clear the alarm. Customer stated that they did not receive a request to rewind insulin pump. Customer able to complete rewind. Troubleshooting was performed. The insulin pump will not be returned for analysis.